Manufacturer narrative:
Reads: patient presented with small, highly calcified, iliac arteries reported to have measured 4.6 mm lumen (off-label). On (B)(6) 2011 patient implant of a 25-16-140bl bifurcated device was unsuccessful due to difficulty accessing in a small iliac artery. The entire delivery system was removed and the physician attempted to access with a second bifurcated device model 22-16-100bls. The second attempt was also unsuccessful, the entire delivery system was removed and the physician converted to an open repair. Should read: patient presented with small, highly calcified, iliac arteries reported to have measured 4.6 mm lumen (off-label). On (B)(6) 2011 patient implant of a 25-16-120bl bifurcated device was unsuccessful due to difficulty accessing in a small iliac artery. The entire delivery system was removed and the physician attempted to access with a second bifurcated device model 22-16-100bls. The second attempt was also unsuccessful, the entire delivery system was removed and the physician converted to an open repair.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with small (4.3mm) iliac arteries is considered off-label per instructions for use.

Event description:
Patient presented with small, highly calcified, iliac arteries reported to have measured 4.6 mm lumen (off-label). On (B)(6) 2011 patient implant of a (B)(4) bifurcated device was unsuccessful due to difficulty accessing in a small iliac artery. The entire delivery system was removed and the physician attempted to access with a second bifurcated device model (B)(4). The second attempt was also unsuccessful, the entire delivery system was removed and the physician converted to an open repair.